Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover (c-cover), air/water cylinder (tube) and air/water tube have foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that prior to a procedure, during set-up and inspection of the gastrointestinal videoscope, glue was observed inside the distal tip of the device. There was no patient harm reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that prior to a procedure, during set-up and inspection of the gastrointestinalvideoscope, glue was observed inside the distal tip of the device. There was no patient harm reported as a result of the event.